Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to improper diet. The patient was hospitalized (for about half a month) and treated with ceftazidime (intraperitoneal) and another unspecified drug (intraperitoneal) for the event. At the time of this report, the patient was discharged and recovered from the event. Action taken with pd therapy was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.